Event description:
Reported as "lapband was placed two years ago. MRI shows there is a band leak."

Manufacturer narrative:
Taper ii. The access port associated with this report will not be returned as the port was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."